Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) stated when he moved the occluder slide on the central control monitor (ccm) to around 65%, the occluder head closed by itself. The device was not changed out, as they used forceps to finish the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) was unable to verify the reported issue, but after logs were reviewed by technical support, showed that there was an unexpected stall at the time if the incident and may have been due to the occluder being calibrated without tubing. The fsr spoke with the ccp and he stated the occluder was calibrated with no tubing causing error. The fsr performed functional checks of occluder system. MFR clinical services spoke with the ccp to be sure they understood that tubing needs to be installed and cover locked when performing calibrations. The data log were sent to the MFR for further eval. The unit operated to MFR specs and was returned to clinical use.